Event description:
As reported from our affiliates from (B)(6), this was a case with a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. A 26mm sapien 3 ultra valve was implanted without any reported issue. However, during post-dilatation due to a paravalvular leak, the valve embolized into aorta and it was necessary to prepare a new sapien 3 ultra valve. As per medical opinion, severe calcification was responsible for the valve displacement causing the embolization.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for malpositioned valve, paravalvular leak, and valve embolization were unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "a 26mm sapien 3 ultra tavr case by transfemoral approach was performed. Some difficulty with left femoral access (14f sheath used) was felt, but it was resolved with balloon angioplasty. The procedure continued and the valve was implanted in the aortic annulus. After valve deployment a pvl was visualized therefore it was decided to do post-dilatation. During a post-dilatation the valve embolized into the ascending aorta, the patient had a cardiac arrest and while he was resuscitated, another s3 ultra 26 kit for the second implant was prepared". Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. It was noted that doctor suggested there was severe calcification. The presence of calcified annulus, which due to its rigid characteristics could have caused the improper valve deployment or thv to get pushed upward or toward aorta during deployment. Per training manual, "factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv". As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Due to the malpositioned valve (aortic annulus implies too aortic), it is likely that the pvl skirt was unable to properly seal against the annulus such that this led to paravalvular leak (pvl). It is also possible that the presence of significant calcification resulted in irregular contact between the annulus and the thv, leading to pvl. As such, available information suggests that procedural factors (thv malposition) and/or patient factors (calcification) may have contributed to the complaint event. Since valve was implanted too aortic (aortic annulus), so the further device manipulation (post dilation) through the deployed valve could lead to the dislodge from the target site (annulus) resulting thv embolized toward aorta. As such, available information suggests that procedural factors (post-dilated malpositioned valve) may have contributed to the valve embolization. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates from brazil, this was a case with a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. After valve deployment, a paravalvular leak was visualized; therefore, it was decided to do post-dilatation. During the post-dilatation, the valve embolized into the ascending aorta. The patient had a cardiac arrest and was resuscitated. Another s3 ultra 26 valve was deployed. After the implant, the patient was hemodynamically stable.